Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shocks while the patient was doing yardwork. Rhythm acceleration was also observed. It was noted that the therapy may have been inappropriate, and that therapy was exhausted. No adverse patient effects were reported. The device remains in service.